Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the intensive care unit (ICU) due to having myocardial infarction (mi) and was resuscitated successfully. Telemetry monitors in the ICU showed loss of capture on the device. The device was checked and appeared to work fine on (B)(6) 2019. Further investigation of telemetry strips showed occurrence of competitive pacing. The device was explanted and the patient was upgraded to implantable cardioverter-defibrillator.

Manufacturer narrative:
The reported field event of no capture and pacing asynchronously was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.